Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgnf037 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported we have had a complaint from a patient regarding the port site leaking. The staff is concerned about the possibility of leakage with the pumps while the patients are at home. Add info rec'd 09/13/2022: event information: what was the type of chemo medication that leaked? Adriamycin. Was the healthcare provider exposed to the medication after it was in contact with the patient? No. Was there exposure to blood or other medication? No. Patient information: was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No, patient came to the facility and huber needle and tubing replaced.